Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was dilaudid with an unknown dose and concentration. The patient reported in the past he had a pump shut down (asked/unknown date) and he went through withdrawal, and that is not a good thing. He has had dilaudid for 19 years now and they told him: if they think he is going through withdrawal they will prescribe oral dilaudid. The patient said: but oral dilaudid does not work for his walking. The said his walking is the reason why they put the pump in so the medicine would absorb into the spinal cord and into the nerves so that way he can walk. Other than that, he can't walk. The patient confirmed he was trying to prevent any withdrawal from happening in the future, he is not currently having any withdrawal. When it shut down once before (asked/unknown date), he had no control, no control of his leg, it was flopping on the bed and the wall at the ER, he wasn't a nice person. What had happened was, they did a test to make sure the catheter was not leaking but they forgot to turn it back on so within 8-9 hours was in withdrawals all night until 2 the next day when they decided to come to the ER and check the pump and they said: ¿omg his pump was shut off,¿ they turned it back on and this was resolved. The doctor was the one who got the patient walking again. The patient was redirected to follow up with the healthcare professional (hcp) to report and resolve symptoms and to discuss next steps. There were no further complications reported/anticipated. The patient was concerned because he was due for pump replacement the first of july which was cancelled then was rescheduled for tomorrow ((B)(6) 2020) then cancelled and the patient wanted to know information about pump supply. Reviewed information and redirected to hcp. His pump says battery will be dead between (B)(6) they said ¿they talked to you guys who said it would still be good 90 days after that.¿ reviewed elective replacement indicator and end of service general information.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2020. It was reported that they had been caring for the patient for a while and in the last three years they did not hear that the patient any complaints that the pump had shut down or was not working. It was noted that the pump was close to due for a replacement, however, it was on hold until a pump was available for replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.